Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing and occasional noise were observed during a routine follow-up. The device was reprogrammed and will be monitored.